Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer had a high blood glucose level that was over 400 mg/dl. The caller reported that they were experiencing calibration not accepted alarms. Troubleshooting was performed. The customer was advised it is best to calibrate when glucose if not changing rapidly. The customer was advised to calibrate immediately after testing blood glucose. They declined troubleshooting for the high blood glucose. The high blood glucose was treated with a bolus from the insulin pump. The customer¿s husband called back to report that the sensor was failing to calibrate again. The customer¿s blood glucose level during the calibration not accepted was 255 mg/dl. The customer¿s blood glucose level had dropped to 175 mg/dl. The customer was advised to replace the sensor. The device will not be returned for analysis.